Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a series of unspecified alarms throughout their treatment. The patient eventually cancelled their treatment and upon removing the supplies, discovered that fluid had leaked within the cassette compartment of the cycler. The patient reverted to manual supplies to complete their therapy. The patient attempted to re-use the cycler for their next treatment but they continued to receive unspecified alarms. The patient contacted a technical support representative who advised the patient to discontinue use of the cycler. The cause for the leak was unknown. The patient had manual supplies to continue with their treatment while the cycler was unavailable. The cassette used at the time of the incident was discarded. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. The patient received a replacement cycler and was able to continue their treatment without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.